Manufacturer narrative:
Device code c62823 no longer applies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that initial start date of lioresal 2000 ug/ml was unknown. Patient was treated until (B)(6) 2018 where issue was found- "believe in gablofen 2000". Fluctuating results with therapy started with the program (B)(6) 2018. Patient had repeated having issues of increases spasms/clonus since (B)(6)- pump was adjusted- emergency room (ER) on (B)(6), (B)(6), (B)(6), (B)(6) with same issues. More than expected volume at refill was on (B)(6) 2018. Upon entering the program was to have volume of 10.7 had volume of 16.1 ml - refilled with lioresal, flex programming was tried. Side port was performed on (B)(6) 2018- the hcp was able to empty around 0.75ml from catheter access port (cap) with no flow. Dose weaned down, patient was placed on orals. Dose was restarted and patient was doing well. Previous dose was 652 and new dose was 250. X-rays was performed and no discontinuity of system- cap aspiration- no flow. Patient had medical history of cerebral palsy and seizures. Concomitant medications included lamictal 100 tid, miralay 17 g daily and probiotic. Patient was admitted on (B)(6) 2018 for pump surgery and discharged on (B)(6) 2018. Patient was admitted for presence of intrathecal pump with concern for catheter issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 10-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 250 mcg/day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient had fluctuating results with therapy. At the refill there was more than the expected volume; amounts were unknown. The hcp attempted to aspirate the catheter access port unsuccessfully at the office. The entire catheter was replaced on (B)(6) 2018 and will be returned. No environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue was resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available. No further complications were reported.

Manufacturer narrative:
The catheter was returned and analysis found sc connector had coring-tears-cuts in the seal. If information is provided in the future, a supplemental report will be issued.